Manufacturer narrative:
Additional information was provided in sections e.1, h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There was no relevant contributing factor identified. A review for ¿complaints reported against¿ this serial number was performed. No similar complaints were reported for the products serial (under investigation), with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the ophthalmic system displayed a system message, experienced fluid loss, and automatically switched from chop mode to quadrant mode. Additionally, a significant amount of bubbles were observed in quadrant, cortex, and visco modes. The machine had to be rebooted during the procedure and there was no patient harm.